Event description:
It was reported that the system was being prepared for a cadaver lab and the system would not initialize. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was found that the power cap module had blown fuses and that the down control switch was physically broken. The unit is a heavily shipped demonstration model which had just been delivered. Possibly shipping damage. Both items were replaced. The system was tested and found to be working as intended and placed back into service.